Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced balance issues and was prone to falling. The patient experienced effective stimulation, however, it is undetermined if stimulation was causing the balance issues. Subsequently, surgical intervention was undertaken to explant the entire scs system.